Event description:
On 06/23/1998 the account reported a axsym phenytoin result of 0.97mg/l, which was questioned by the physician. This sample was run in a beckman microcup verus an axsym cup. The sample was retested using the axsym sample cup and result of 20.89mg/l was obtained. No treatment was given based upon the initial reported result.